Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The ra exhibited low amplitude/poor morphology and poor sensing during procedure. The ra lead was attempted to be repositioned; however the helix mechanism became increasingly difficult to extend and retract. No adverse patient effects were reported.

Event description:
Boston scientific received additional information from product investigation closure. It was reported that this right atrial (ra) lead was not successfully implanted. The ra exhibited low amplitude/poor morphology and poor sensing during procedure. The ra lead was attempted to be repositioned; however the helix mechanism became increasingly difficult to extend and retract. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the helix was retracted. The helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was unable to confirm the reported field allegation of poor sensing. The lead passed testing.